Event description:
A customer reported a malfunction on the pump, characterized by a malfunction code displayed as "malf 0". There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and after following these instructions, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code reappeared.